Event description:
It was reported that the pt was not able to adjust the implantable neurostimulator's stimulation, using the programmer, both with and without the antenna attached. The pt experienced no stimulation sensation beginning on (B)(6) 2011, following a colonoscopy in which a cautery tool was used. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available. See manufacturer report# 3004209178201108850 for info related to the pt's concomitantly implanted neurostimulator system.

Manufacturer narrative:
The patient programmer was returned to the manufacturer for analysis which showed no anomalies and was unable to duplicate the programmer issue.

Event description:
Follow up information received indicated that the patient still had concerns with their device/therapy but was working with their doctor to resolve the issue (appointments of (B)(6) and (B)(6) 2011 was noted). The patient did have an appointment scheduled for (B)(6) 2011. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received indicated that the patient just needed to be reprogrammed. It was noted that the electrodes, pulse width, and rate were all adjusted. No other information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).